Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('her left essure coil could not be visualized') in an adult female patient who had essure (batch no. 664437,627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: 2013: diagnostic imaging: essure coil could not be visualized. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort,"), back pain ("chronic back pain,") and fatigue ("chronic fatigue"). At the time of the report, the device dislocation, pelvic pain, medical device discomfort, back pain and fatigue outcome was unknown. The reporter considered back pain, device dislocation, fatigue, medical device discomfort and pelvic pain to be related to essure. Lot number: 627430 manufacture date: 2008-06 expiration date: 2010-06. Lot number: 664437 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('her left essure coil could not be visualized') in an adult female patient who had essure (batch no. 664437, 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort,"), back pain ("chronic back pain,") and fatigue ("chronic fatigue"). At the time of the report, the device dislocation, pelvic pain, medical device discomfort, back pain and fatigue outcome was unknown. The reporter considered back pain, device dislocation, fatigue, medical device discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 04-jun-2021: mr received. Lot number, product indication and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.